Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the external flow sensor was found to be faulty. The external flow sensor needs to be replaced to address the issue.